Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during priming of the device for an intraocular lens (iol) implantation procedure, the trailing haptic was folded wrong. The initial procedure was completed on the same day. There was no patient contact. Additional information has been requested but is not available at the time of this report.